Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that the adhesive of the objective lens is peeled. This has likely happened due to chemical or physical stress. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a pinhole in the distal end rubber coating (a-rubber). There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the objective lens is peeled. This medwatch is being submitted for the reportable issue of peeled adhesive of the objective lens observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.